Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. A follow-up will be submitted with any relevant information. The 3.0 x 8 mm xience v (part 1009553-08, lot 6053151), indicated is being filed under the same manufacturer number.

Event description:
Device issue: none. Adverse event: angina and restenosis requiring intervention. Onset of adverse event: after the procedure. It was reported via trial that on (B) (6) 2007, the pt underwent stenting in the predilated distal right coronary artery (rca) with one xience v stent and in the predilated mid rca with one xience v stent. On an unspecified date in (B) (6) 2010, the pt experienced angina that was treated with diagnostic coronary angiography and revascularization on (B) (6) 2010, in the mid rca with the placement of one non-abbott stent and in the proximal rca with the placement of one non-abbott stent. The pt's symptoms resolved on (B) (6) 2010. No additional information was provided.